Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, severely scratched display window, and cracked case near display window corners noted. Unable to confirm belt clip anomaly due to pump received without the belt clip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is scratches on the lcd screen. The customer was taking the trash out and it rubbed against the stucco on his house and scratched the screen. The customer stated that it is hard to read and may cause feature problems. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.